Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due to the cylinders broke and cause a fluid loss. The ipp was explanted and replaced. There were no patient complications reported.